Event description:
Note that came with the product reads that the sitter select alarm has water inside and does not function. Per info received from the facility it was reported that the alarm was accidently immersed in water by the pt. Due to this the alarm would not either not come or would not alarm. No pt injury reported.

Manufacturer narrative:
Alarm does not function. Results - visual inspection of the returned product shows that the alarm does not power on. The alarm is not in good working condition.